Event description:
During the surgery, the extractor driver tip had broken into the screw lead. A very small portion of the extractor driver tip that chipped off (1 mm in length) was noted to be visible in fluoroscopy. The surgeon was informed and attempted to explore the wound to remove the object but the very small object was not located.